Event description:
Catheter inserted 9/16/95. On 9/17/95, the pt reported to the implanting surgeon a feeling that the catheter was leaking internally. The surgeon checked the catheter externally but found no obvious leak. The catheter was checked frequently throughout the day of 9/17/95 and by 9 pm, it became evident that the catheter was leaking. Pt taken back to the or on 9/18/95 where the catheter was explanted.